Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited p-wave oversensing resulting in inappropriate mode switches. Programming changes were made. The patient was stable.